Event description:
It was reported the patient experienced pain at the pocket site due to the battery flipping away from the patient. The flipping was due to how it was sutured. Revision occurred and the patient was doing fine.

Manufacturer narrative:
Concomitant products: product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).